Event description:
A male pt underwent aaa repair in 2009. The pt's primary disease was dissociable abdominal aortic aneurysm. The pt's anatomical form was suitable for endovascular repair although the caliber of the blood vessel below the aneurysm was narrow (approx 13mm). The procedure was conducted as labeled. Final angiography revealed no signs of endoleak and the pt was hemodynamically stable. The physician sutured the puncture site at the right inguina. When pulse was to be verified on the right side, it was not felt. The right inguina was dissected again and an attempt to remove clots was made; however, clots were not present. Another manufacturer's pig tail catheter was inserted from the left brachial region and angiography was performed. The angiography revealed that the main body ipsilateral limb (right side) was stenosed and that there was inadequate blood flow to the right lower extremity. A sheath and another manufacturer's balloon catheter were inserted from the brachium into the main body via the contralateral limb. Another manufacturer's stent was inserted via the right inguina into the main body ipsilateral limb (right side). Then both the contralateral limb and the ipsilateral limb were dilated at the same time. Blood flow to the right lower extremity was confirmed and the procedure was completed.

Manufacturer narrative:
Event evaluation: still under investigation.